Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains implanted and the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 3.5x28mm xience sierra stent referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat target lesions in the 1st obtuse marginal (om1) artery and proximal circumflex artery. A 2.25 x 38 mm xience sierra stent was implanted in the om1. An edge dissection was noted, and a 2.25 x 12 mm non-abbott stent was implanted as treatment. Additionally, the xience sierra stent was noted to be protruding from the obtuse marginal into the circumflex (cx) artery. The protruding end was crushed, followed by angioplasty in the cx artery and in the om1. A 3.5 x 28 mm xience sierra stent was implanted in the proximal cx artery. It was noted that the stent was under-expanded and additional post dilatation was performed, to fully appose the stent to the vessel wall. No additional information was provided.